Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple temperature alarms that were unable to be cleared. Reportedly, the pump had been dropped prior to alarms declaring. The pump had not been exposed to extreme temperatures. The customer's blood glucose level was 154 mg/dl. The customer had insulin pens available as alternate insulin therapy.